Manufacturer narrative:
The sensor was investigated and customer complaint or pre-mature sensor retirement was confirmed based on the data and ec1 error code. The root cause of sensor failure resulting in early sensor retirement is not known since the sensor performance could not be reproduced during the returned product analysis testing. D9. Device available for evaluation? Yes, device received on 14 december 2021. H3. Device evaluated by manufacturer? Yes.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.